Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: sn (B)(4): 12/05/2014, sn (B)(4): 08/06/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 in a hospital while wearing the lifevest. It was reported that hospital staff were with the patient at the time of passing. Review of the download data indicates that the patient experienced an asystole event, which is considered a non-life sustaining, non-treatable rhythm. During the asystole event, one inappropriate shock was delivered. CPR artifact contributed to the false detection. The response buttons were not pressed during the event. The patient passed away (B)(6) 2017. There is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm. During follow up call with the patient's family, the patient's son stated that the lifevest did not save his father and it did not work. Based on the available information, there is no evidence to suggest that the lifevest caused or contributed to the patient's death, as the patient was already in a non-treatable, non-life sustaining rhythm.